Manufacturer narrative:
Associated medwatches: 9610612-2019-00934 (400459715 nx053z); 9610612-2019-00935 (400459716 nx120). General information; we received a complaint about one nx053z .there are no devices available for investigation. No x-ray figures were provided to us. Consequences for the patient: post-operative medical intervention was necessary; revision surgery. Investigation: no product at hand - therefore an investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. Conclusion and root cause: based on the information available it is not possible to determine a definitive root cause for the failure. It could be possible that the failure is usage related. Rationale: in the light of the small amount of information received and due the circumstance that we did not receive the complained devices for investigation, it is not possible to determine a definitive root cause for the mentioned failure. There are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. It could be possible that there were problems with the cement technique. Potential sources of faults relating to the cement: · the processing time of the used cement was exceeded; · wrong temperature; · unfavourable storage; · the age of the cement; · wrong handling with the cement. Corrective action product safety case was initiated. Any action regarding CAPA will be addressed with this case.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with as vega ps tibial plateau. Following information was reported: the patient was initially implanted with vega knee components on an unspecified date. The patient had a large medial posterial tibial defect that had been observed during the original procedure. It was addressed by the original surgeon by filling the defect with bone cement. The tibial plateau became loose and had to be replaced. A revision was necessary and a total knee revision procedure was performed on (B)(6) 2020. Additional information was requested but not yet available. The adverse event/malfunction is filed under (B)(4). Associated medwatch-reports: 9610612-2019-00935 ((B)(4) nx120).